Event description:
The intra-aortic balloon was inserted into the pt on 8/14/98. On 8/17/98, "check intra-aortic balloon catheter" alarm sounded from the pump and the intra-aortic balloon leaked. Blood was noted in the tubing and intra-aortic balloon was removed. No second intra-aortic balloon was inserted. (Event complications: none from the event - reported 8/18/98.) 8/20/98. (Pt's current status: stable - reported 8/18/98.)